Event description:
It was reported that the lead exhibited oversensing. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.